Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) appeared to be pacing the patient at a rate of 180 ppm, although the upper rate limit was programmed to 120 ppm. The ventricular fibrillation threshold was programmed to > 190 bpm, therefore the ICD did not declare an episode for this event. Strips taken by an ECG monitor were faxed to cpi for review. Cpi reviewed the ECG strips and concluded that what appeared to be pacing spikes on the ECG were actually artifact from the ECG machine. Therefore, it was believed that the ICD was functioning appropriately, and the observation of high rate pacing was attributed to the quality of the ecgs.